Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A hospital pharmacist reported that the valve of interchange of serum to air was not working properly during a 20g procedure; the surgeon was performing bss (balanced salt solution) infusion, and when he switched to air, the valve did not allow air to flow. The surgeon was able to complete the procedure by exchanging the tubing. There was no pt harm reported.